Event description:
Reporter alleged obtaining discrepant blood glucose results of lo (less than 10 mg/dl) back to back with a result of 86 mg/dl when testing was performed 4 minutes a part on the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.